Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, the programmer was changing the parameters of the device on its own. It was noted that it would sometimes increase the base rate and change modes. The patient received no adverse effects. The programmer was replaced to resolve the issue.